Event description:
It was reported that while the ventilator was in use, the attending ICU nurse thought that the ventilator had stopped as an audible alarm was heard and the display went black. The pt was manually ventilated until he was changed to a second ventilator. No further pt issues were reported. No permanent pt injury occurred as a result of this event. Additional info from the distributor revealed that the ventilator had not stopped but continued to weakly ventilate. The distributor examined the ventilator and it was determined that the (B)(4) board was faulty. The defective component is to be returned to the MFR for eval.